Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for a revision procedure for treating lcs (lumbar canal stenosis). During the procedure, when surgeon used a screwhead adjuster, the screwhead of the viper prime came off. Previously, on (B)(6) 2019, a primary procedure (pps; percutaneous pedicle screw fixation) was performed at th12-l4. The revision procedure was completed with a replacement without delay. No further information is available. Concomitant device reported. Unknown rod (part# unknown, lot# unknown, qty unknown). Unknown locking/ set screw (part# unknown, lot# unknown, qty unknown). This complaint involves an unknown number of devices. This report is for (1) unknown screws. This report is 1 of 1 for (B)(4). Related product complaint: (B)(4).